Event description:
D.o.s (B)(6) 2015. Procedure: anterior lumbar interbody fusion. An arcadius sibd implant (25x35x14, 14 degrees lordosis) was chosen as the appropriate size for the patient. Prior to inserting implant, there were several different sizes trialled in order to ascertain the optimal implant size. The implant was loaded on to the inserter and impacted into the l5-s1 disc-space with no apparent issues (a mallet was used to aid in the insertion of the implant). After the implant was situated in the disc-space to the satisfaction of the surgeon, his resident used a drill guide and a flexible drill attached to a circular handle to drill a pilot hole for his first medial screw (it is believed to have been the right medial screw). The resident then inserted a 25 mm screw on a u-joint screwdriver. After he used the u-joint river, he asked if there was a final tightener, it was explained that the locking mechanism was internal, that there was no final tightener, per se, that would give him a "click" indicating the screw was fully seated. The resident then used the ball-hex screwdriver on a t-handle to further tighten the right medial screw. An audible "click" or "pop" sound of some sort was heard at the end of him doing this. There was no indication of the time that there was any issue with the implant. Next, the resident used the drill guide and flexible drill to drill a pilot hole for the left lateral screw. The resident then used the u-joint driver to insert the screw, and again opted to use the ball-hex driver attached to a t-handle to tighten it further. While tightening the left lateral screw with the ball-hex driver, the implant cracked at approx 6 and 9 o'clock of the screw hole itself. The doctor decided the implant had to be removed and replaced at this point, and when he went to remove the medial screw, he found that it was stripped. Eventually, by using a high speed burr to burr away some of the peek surrounding the medial screw, he was able to extract the medial screw and then remove the entire implant from the disc-space using the implant extraction driver. After the damaged implant was removed, a second arcadius implant of the same dimensions was opened and implanted no trouble whatsoever. It should be noted that on the second implant, a drill guide and flexible drill were used in conjunction with a u-joint driver, but no ball-hex driver was used. Delay of 30-40 minutes. No patient injury or prolonging of surgery. X-ray was completed.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.